Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The cap contact measurements were within specification. The pump powered up with auditory and vibrations to a blank screen. The ¿intermittent power¿ complaint was unable to be adequately investigated. Unrelated to the original complaint, the pump¿s cover was removed, u22 eeprom component was found cracked. A test code downloader tool application was used to upload test code to master processors as per. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.